Event description:
The renal stent slipped off of the balloon during deployment. The physician tried to snare it, but was unsuccessful, therefore the pt was transported to the or to retrieve surgically.